Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An additional MDR report was filed for this event, please see associated report: 0002648920-2021-00028. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Medical records identified the following: the patient underwent a hip arthroplasty procedure where antibiotic spacers were removed and zimmer biomet products were implanted. The patient was revised again due to failed hip arthroplasty. X-ray report revealed heterotopic ossification in right hip. During the procedure, corrosion was observed at the head-trunnion junction. There was quite a bit of scarring around the joint consistent with underlying taper corrosion. The head and liner were replaced with new zimmer biomet products. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505832 liner standard 32 mm, 61754341; 00620205820 shell 58 mm, 61175464; 00801803202 femoral head, 61634940; 00625006530 bone scr 6.5x30, 61754341; 00625006520 bone scr 6.5x20, 61885302; 00625006525 bone scr 6.5x25, 61929755. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03445, 0001822565 - 2020 - 03469.

Event description:
It was reported that patient underwent initial right total hip arthroplasty on an unknown date with unknown products. Post-operatively the patient developed an infection and underwent a two-stage antibiotic-impregnated cement spacer and a subsequent re-implantation of rtha with zimmer biomet products. The patient was revised again approximately five and a half years post revision due to pain, in-vivo corrosion, ho, and scar tissue. No additional information is available.